Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.. Device evaluation by manufacturer: a field service engineer (fse) visited the customer to address the reported event. Fse verified their quality control has been out low and was able to reproduce the issue by running qc. While troubleshooting, fse found out fsh qc result shifted during the last preventive maintenance. Fse then replaced all the waste pumps, diluent pump, substrate syringe, sample nozzle and sample syringe block (wash syringe). Fse successfully performed a liquid level sense test, a sample clog test and adjusted all sample nozzle alignments. Fse successfully completed fsh calibration run and qc in acceptable range. No further action required by field service. The aia-900 instrument is functioning as expected. The aia-900, serial number (B)(6), was installed on 10-dec-2017. A complaint history review and service history review for similar complaints was performed from installation date 10-dec-2017 through aware date 27-dec-2018. There were no other similar complaints identified during the searched period. The st aia-pack fsh analyte application manual states the following: evaluation of results section for quality control: in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, three levels of controls are run in order to accept the calibration curve. The three levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve and the assay results before reporting patient values. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. The aia-900 operator's manual under safety precautions states: improperly performed in-house disassembly, repair and modification work may result in electrical shock and/or fire. Customers are informed to contact tosoh local representatives when requesting repairs. The most probable cause of the reported event is pending; device investigation is currently in-process.

Event description:
The customer reported low bio-rad quality control (qc) for follicle stimulating hormone (fsh) on aia 900 instrument. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for follicle stimulating hormone (fsh). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Device evaluation by manufacturer: the waste pumps, diluent pump, substrate syringe, sample nozzle, specimen dispense syringe and wash syringe were returned to tosoh instrument service center for investigation. Visual inspection did not confirm reported failure of the sample nozzle. And functional testing also did not confirm reported failure of the waste pumps, diluent pump, substrate syringe, specimen dispense syringe and wash syringe. All returned parts will be discarded. A review of the device history record (DHR) was conducted for serial number (B)(4), which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The most probable cause of the reported event is unknown.